Manufacturer narrative:
Pump passed self-test, sleep measurement, active measurement, and displacement test. Unit successfully downloaded to thump. No pump error 68 or pump error 49 noted during test. However, confirmed pump error 68 (line number 39 file number 645) was noted in the history download on (B)(6)2023 11:13:10.000 due to moisture damage to the pcb1 and pcb2. Confirmed pump error 49 (line number 39 file number 645) was noted in the history download on (B)(6)2023 11:13:10.000 due to moisture damage to the pcb1 and pcb2. Pump was cut open to perform visual inspection and found¿moisture damage¿on pcb1, pcb2, motor assembly, lithium backup battery, and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, cracked keypad overlay, stained keypad overlay, and cracked battery tube case. The p-cap/reservoir does lock properly. No pump error 68 or pump error 49 noted during testing. Confirmed pump error 68 and pump error 49 in the pump history download due to moisture damage to the pcb1 and pcb2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 770g ous insulin infusion pump, which is not marketed in the united states. However, the device is like the ngp insulin infusion pump, which is marketed in the united states. Patient information cannot be provided due to regional privacy regulations

Event description:
Information received by medtronic indicated that the customer reported a insulin pump had a error codes of  pump error 68 "trace pointers are invalid¿¿ and "pump error 49" history pointers failed. The history pointers are corrupted.  Troubleshooting was performed and was able to clear the alarm successfully and the customer was unable to complete rewind. No harm requiring medical intervention was reported. It is unknown whether the customer discontinued the use of the insulin pump and the insulin pump will not be returned for analysis.